Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported no display was observed during evaluation. Evaluation observed a white screen with fluid residue on the screen. The cause was determined to be the liquid crystal display (lcd) to have corrosion which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no display. There was no known patient injury or medical intervention associated with this event. No additional information is available.